Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was attempted to be deployed, but the seventh band started to deploy first. On the next varix, another attempt was made to deploy the band; however, the sixth band deployed instead of the second band. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, earlier in the setup process, the ligator shrink wrap was removed prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.